Event description:
The customer stated that sample probe wash tower of the cta unit was not draining. Cta is part of the dxc 600i system. The leaking fluid that the customer found was probe wash waste solution and was contained within the instrument. No erroneous results were generated due to this event.

Manufacturer narrative:
A field service engineer (fse) was dispatched. The fse found out that the screw holding cta peri pump roller was completely off its housing, and therefore not allowing the wash tower waste to be drained out. He tightened the screw and primed the cta to verify no overflow and proper drainage; however, the system failed cta carryover verification. The fse returned the next day and replaced the drain peri pump assembly, the wash station assembly, and the worn tubing to assure proper operation. Performed cta probe alignments to wash tower and carryover test to verity the operation without any further issue. (B)(4).